Event description:
Patient admitted to hospital for removal and replacement of bilateral breast implants and capsulectomies secondary to bilateral rupture of breast implants. Original implants placed in 1975.